Event description:
Reportedly, on (B)(6)2020 between 11h30 and 13h00, a laparoscopic cholecystectomy was performed, which involved the use of electrocautery. In the recorded egms, non-physiological signals at regular and short intervals (8 hz frequency) were observed simultaneously in both channels, as well as absence of ventricular capture. Preliminary analysis revealed that the noise pattern most probably resulted from strong external electromagnetic interferences (emi) detected during the procedure due to the use of electrocautery. Loss of capture was not confirmed.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020 between 11h30 and 13h00, a laparoscopic cholecystectomy was performed, which involved the use of electrocautery. In the recorded egms, non-physiological signals at regular and short intervals (8 hz frequency) were observed simultaneously in both channels, as well as absence of ventricular capture. Preliminary analysis revealed that the noise pattern most probably resulted from strong external electromagnetic interferences (emi) detected during the procedure due to the use of electrocautery. Loss of capture was not confirmed.